Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. This record is for the right side. Device status is unknown.

Event description:
The patient reported ruptures and tears of the implant. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Event description:
The patient reported ruptures and tears of the implant. The device has been explanted and replaced with a non-allergan device. This record relates to the right side.